Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "the proximal femur anatomy was disturbed due to multiple previous surgeries. Therefore, it was difficult to get the right entry point. Initially the entry point would make the reamer go out of the anterior cortex. We opened the fracture site and tried to pass retrograde reamer proximally but that also didn't work. Than dissected the trochanter and made entry and passed the nail."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.